Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) needed help getting to door open to reset up again after her pet cat bit through the patient line that night during dwell 1 on a home choice (hc). The technical service representative (tsr) assisted the hp with getting the door open to set up again and referred the hp to the on call nurse for further medical instructions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for damage due to animal damage was confirmed because the home patient (hp) reported they needed help getting to door open to reset up again after their cat bit through the patient line that night during dwell 1. A labeling review found the labeling to be adequate for the use/user error identified in this incident.